Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient administered boluses. The patient had gone to the hospital for an unrelated surgery and was treated with an intravenous fluids prior to surgery. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.